Manufacturer narrative:
One cardiomems i2 hospital electronics system was received for investigation. During investigation functional damage to the i2 external printer serial cable assembly was found in the form of internal wires of the rj12 flat modular cable broken off from connector d-sub housing receptacle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires on the i2 printer serial cable assembly.